Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device stopped working. The ipp was explanted and replaced. There were no patient complications.